Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and figured out that the device did not cool down due to a polluted 3-way valve which did not switch to tank position. The technician removed the polluted valve, disassembled and cleaned the 3-way valve. The unit was tested for functionality and electrical safety. A test run was successfully performed.

Event description:
(B)(4). According to the customer: it was reported that the hcu20 did not cool down. Additional information: the incident occurred during start up of the device so there were no patient involved. (B)(4).